Event description:
It was reported that the customer stated that they had experienced an incident in which the balloon had been over inflated within a patient. During the huddle, this raised questions regarding how often the device should be irrigated, how frequently rectal tone should be assessed, and whether the balloon should be checked for adequate water instillation volume. Advised caller I could resend the IFU and any other documentation we had available to her for reeducation of staff. Bd did not have recommendations related to checking rectal tone or frequency of skin checks. Stated I could do research to see if there was anything out there that may be helpful to address these concerns. Bd is unable to assist with policy and procedure development.

Manufacturer narrative:
The reported event was confirmed use related issue balloon had been over inflated within a patient. Sample was not available for evaluation. The root cause identified is "user deviation from IFU" although the product catalog number is unknown, the patient reported against the dignishield device. A DHR review was not required because the investigation was confirmed as use related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they had experienced an incident in which the balloon had been over inflated within a patient. During the huddle, this raised questions regarding how often the device should be irrigated, how frequently rectal tone should be assessed, and whether the balloon should be checked for adequate water instillation volume. Advised caller I could resend the IFU and any other documentation we had available to her for reeducation of staff. Bd did not have recommendations related to checking rectal tone or frequency of skin checks. Stated I could do research to see if there was anything out there that may be helpful to address these concerns. Bd is unable to assist with policy and procedure development.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.